Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high sodium (na) result for 1 patient sample run on a cobas 6000 c (501) module. The initial na result was 198 mmol/l. The repeat result was 138 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The field service engineer (fse) visited the customer site and found damaged vacuum tubing in the rinse unit above the nozzle. The system worked fine after the service visit. The investigation determined the damaged tubing identified by the fse was the root cause of the event. If naoh is not removed properly from the cuvettes, this can affect the na results causing high results.